Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button while inside the customer's pocket . Customer stated that the insulin pump button was pressed down for more than 3 minutes. The customer was advised to monitor the insulin pump. The insulin pump is not expected to return for analysis.